Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure, the elite suture grasper broke. The broken instrument was removed using a grasper. There was no significant delay and the procedure was completed with a competitor device. It is unknown the status of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: this was reported as a ¿literature case¿ without product code or lot number provided. Clinical details were absent. No product was returned, therefore physical evaluation, investigation and conclusions were limited. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use which includes recommendations, precautionary statements and instructions for proper use of product. If relevant information becomes available to assist with evaluation the complaint can be revisited. There was no objective evidence to suggest a direct link between the product used during the procedure and the symptom reported.

Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number (B)(6). The correct manufacturing site information and registration number is (B)(6). Corrected data: d3 and g1 manufacturing site name, address and contact information.